Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D4. Batch lot number not provided, thus UDI will be provided when batch lot will be available. H.4. As the batch lot is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. H11: through follow-up communication, livanova learned that after confirming high level of co2 content with blood gas analysis, which reached nearly 100mmhg, the oxygenator was replaced during cross clamp phase in about five minutes using a pre-primed, separate replacement route. While the original kid101 oxygenator was still running, the circuit with the new oxygenator was prepared and then smoothly switched over. The surgery itself was a radical repair for transposition of the great arteries (tga) and aorta replacement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of a kids d101 oxygenator which was found to not properly remove co2 content. The oxygenator was replaced. Oxygenation performance was not impaired. Reportedly, a co2 surgical field blower was used during the procedure to maintaining operating room sterility, which could have been positioned adjacent to the venous drainage line. Procedure was concluded without any issue. There was no patient injury.